Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: other: aspirin, ticagrelor, atorvastatin, carvedilol, pantoprazole. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a proglide device after an interventional procedure. Reportedly, for the past 5 days, the patient has been experiencing black and blue bruises near the access site on his groin. The bruises have become larger and his feet are swollen and red. He has also been experiencing dry mouth, shortness of breath, feeling pain and has been feeling tired. No additional information was provided.